Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n608574003, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration an unknown daily dose via an implantable pump for hereditary spastic paraplegia. It was reported that in the end of (B)(6) 2018, when the patient had an outpatient visit as usual, subcutaneous retention was confirmed. From the results of examination, leaking due to catheter breakage was suspected to be the cause. Details of the location of the catheter break were reported as between the catheter anchor and the insertion site (penetrating through the dura mater). There was no particular change in the patient¿s condition. It was further reported that it was considered that drug was leaking due to catheter damage. On (B)(6) 2018, the catheter was replaced. It was reported form the physician's assessment that although there was no change in the patient¿s condition. The possibility of patient specific issue could not be denied. It was reported that a pump operability test was performed and no issue was detected and a catheter x-ray study was performed and no issue was detected. It was reported that the events were recovered with a date of outcome of (B)(6) 2018. The classification of severity of the events was reported as n/a to 1-7 (not serious). The causality of the events was reported as unknown if related to the catheter and not related to the drug, pump, programmer, or surgical procedure. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID 8781 lot# n608574003 implanted: (B)(4)2016 explanted: (B)(4)2018 product type catheter. Analysis of the catheter found that the anchor was broken. No longer applies to this event. If information is provided in the future, a supplemental report will be issued.